Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: cutaneous contour deformity manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced cutaneous contour deformity on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers 9472458-071 and 7737700-056) on (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).